Event description:
The customer reported that, the unit powered up in shift check mode.

Manufacturer narrative:
The evaluation of this failure is based on the information provided by the customer. The device was not returned to philips for evaluation.